Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the settings were lost following implant. It was reported that the manufacturer representative reprogrammed the stimulator. No further information reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had been implanted the day of the call and was trying to use their patient programmer and got a power on reset (por). Patient was redirected to their healthcare provider. No symptoms were reported. No further complications were reported or anticipated.